Event description:
The rptr stated that she had received the er1 message one time, but didn't remember when. She said she realized that she did not apply enough blood to the test strip. She retested and received a number result.